Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including hot and clammy skin, vomiting, and subsequently lost consciousness. No additional details were provided regarding events following the loss of consciousness. On (B)(6) 2025, the patient¿s cgm displayed readings around 50 mg/dl; however, no bg meter comparison was recorded at that time. The patient was using an omnipod insulin pump. Due to ongoing symptoms, the patient presented to the emergency room (ER). At the ER, a bg meter reading indicated 900 mg/dl, while the cgm comparison value was not documented. The patient was diagnosed with diabetic ketoacidosis (dka). During the hospital stay (exact time unspecified), a bg meter reading of 400 mg/dl was recorded while the cgm displayed 55 mg/dl. The patient received treatment including insulin, IV fluids, and an additional unspecified medication. The patient was discharged on 11/19/2025 and was reported to be stable and continuing recovery at the time of this report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator from (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.